Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The patient was checked remotely and all the values were within normal limits. The patient will continue to be monitored at this time. The products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df+ header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Additional information was received which indicated this crt-d was explanted as it reached end of life. No adverse patient effects were reported.